Event description:
It was reported that the patient underwent a kyphoplasty procedure at t8. It was reported that the balloons would not fit down the cannula. It was reported that the balloons were properly prepped but another kit was opened to complete the procedure. It was stated that the procedure was "completed successfully". No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Complaint return ibt partially inflated as received. The ibt balloon would not collapse when using syringe. As such, the balloon was unable to be started into the stylus cannula. Unable to definitively determine root cause of the foregoing event from the available information.